Event description:
There was a report of an occurrence of a leak at the heat exchanger of a fluid warming infusion set. No pt injury or adverse event reported.

Manufacturer narrative:
Evaluation summary: sample was returned for evaluation. The product was found to leak between the heat exchanger and the tube. Visual examination of the leaking area observed broken seals between the heat exchanger and the tube. The damage was identified as having been customer induced.